Event description:
One endeavor sprint stent was implanted in the lcx during the index procedure. Approximately 20 months post the index procedure the patient had another brand of stent implanted in the 1st om due to coronary artery stenosis. The investigator confirmed that the event was not related to the study device. The patient recovered. It was reported that the patient died approximately 27 months post the index procedure. The cause of death is unknown however the investigator has confirmed that the event is not related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
It has been confirmed that the patient died due to respiratory arrest. The date of death is now reported to have occurred one day prior to that previously reported date.

Manufacturer narrative:
(B)(4). Evaluation result - inherent risk of procedure (death).